Manufacturer narrative:
B3/d10: the event occurred (B)(6) 2025. E1: initial reporter address: (B)(6). H4: the lot was manufactured november 15-17, 2023. The actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs identified fluid inside the device bladder which suggests a possible underinfusion occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors did not fully infuse/deflate. This was observed after patient infusion. The devices contained 8000mg flucloxacillin in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.